Manufacturer narrative:
Citation: d¿ancona g. Transaortic transcatheter aortic valve implantation: learning curve, perioperative, and midterm follow-up results of a single center. Heart surg forum. 2019 mar 11;22(2):e134-e139. Doi: 10.1532/hsf.2249. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding one institution¿s experience with using the transaortic (tao) approach to perform transcatheter aortic valve implantation (tavi). All data were collected from a single center between september 2012 and august 2014. The study population included 106 patients, mean age 80.3 years, (gender was not provided) all of whom were implanted with medtronic corevalve bioprosthetic aortic valves (no serial numbers provided). Among all patients, adverse events included: moderate-to-severe paravalvular leak, moderate to severe aortic regurgitation, major access site vascular complications, life-threatening bleeding requiring transfusions and revision surgeries, myocardial infarction caused by plaque shift resulting in coronary occlusion, conversion to surgical valve replacement, stroke, need for new pacemaker implantation, need for second valve implantation and cardiovascular-related re-hospitalizations. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.